Event description:
On (B)(6) 2024, a johnson & johnson employee reported a family member called to advise a patient (pt) experienced an allergic reaction while wearing an acuvue product (specific brand not provided). No additional information was provided. On (B)(6) 2024, the pt's family member provided additional information. The pt was being fit with trial 2-week contact lenses (cls) in both eyes (ou). The packaging of the lenses was not provided during the fitting; therefore, the brand and lot number are unknown. The pt's eye care professional (ecp) "made sure the pt did fine with the lenses and practice insertion and removal of the lenses" before leaving the office. The pt later started to feel irritation and pain and was taken back to the ecp (date not provided) who diagnosed ou corneal ulcers. The pt was prescribed tobradex every 2 hours in one eye and four times a day (qid) in the other eye the first day (affected eyes not provided), then qid ou on the second day, and return for follow-up on friday. The pt's family member did not know if the lenses were acuvue brand cls and could provide no additional information. The family member agreed to call back after the follow-up visit. Attempts were made to collect additional medical and product information from the family member on (B)(6) 2024. The family member stated they will call back at their convenience and terminated the calls. No additional information has been received. This event is being reported as worst-case as we were unable to verify the pt's diagnosis and treatment. As it is unclear if an acuvue brand contact lens was worn at the time of the event, the product will be reported as an unknown acuvue brand contact lens. The date of the pt¿s event is being recorded as (B)(6) 2024 as the exact event date is unknown. This report is for the pt's left eye (os) event. The report for the pt's right eye (od) event will be provided in a separate submission. The os suspect product lot number is unknown. Availability of the suspect product for return and evaluation is unknown. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.